Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet was implanted. Just as the patient was to be discharged home, the patient reported new onset 4-5/10 pleuritic chest pain of unknown etiology. 12-lead EKG and stat 2d-echo were performed, which were negative for significant findings. There were no evidence of foreign body in the left atrium or other abnormalities. CT scan of the chest was performed, which ruled out esophageal injury and pulmonary emboli. The patient was prescribed toradol and colchine. No patient consequences were reported. On 25 january 2022, it was reported that on (B)(6) 2022, the patient reported substernal chest pain 5/10 and pain radiating to the left shoulder with nausea and dyspnea. Ems was called and witnessed loss of consciousness, fall to floor, and incontinent of stool; no shaking or seizure. The patient rapidly regained consciousness and reported headache, neck pain, and chest pain. Stat echo showed moderate to large pericardial effusion. The patient was placed on IV levophed and fluid challenge for hypotension. CT head/cervical spine showed no acute intracranial abnormality. Pericardiocentesis was performed and 650ml bloody pericardial fluid was removed. The pericardial drain was left to gravity drain. Clinical study patient ID: (B)(6).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
An initial event of new onset pleuritic chest pain followed by a later event of substernal chest pain radiating to the left shoulder with nausea and dyspnea along with loss of consciousness was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.